Event description:
Removal of dental implant. The clinician reported the implant was removed because the abutment could not be taken out and placed another implant.

Manufacturer narrative:
The implant was not fractured. The implant was examined under 20x magnification and no thread defects were noted. The abutment was evaluated and easy to remove after abutment screw was removed. Removal torque from abutment screw was measured, 17.0 n-cm. The device history record was reviewed and verified that the implant and accompanying abutment met specification.